Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The device and the lens were returned in the carton. The lens was wrapped in white, cotton, gauze material. Solution was dried on the lens. The anterior optic surface was scratched vertically, along the travel path of a previous plunger override. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was dried in the device. The plunger was fully deployed with the plunger tip extending beyond the nozzle tip. No damage was observed to the device. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was indicated. The reported scratch line on the lens optic was confirmed. The damage was present along the anterior optic, typical in appearance to damage from a previous plunger override. The root cause for the reported complaint may be related to a failure to follow the IFU (instruction for use). A non-qualified viscoelastic was indicated. The IFU instructs: during device preparation and implantation of the company iol (intraocular lens) with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may may occur: ¿ due to rapid advancement faster than the IFU recommended rate. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The company lens with 20.0 diopter lens was removed and replaced with another same model iol. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, scratch line found on lens optic after implantation into patient eye. The iol was exchanged with new same model iol during initial procedure. There was no patient harm reported. Additional information has been requested and received stating there was no further intervention needed.